Event description:
It was reported that the atrial lead had high impedance. The right ventricular lead showed oversensing and false episodes, possibly due to a conductor fracture. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial 5534 lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the full 5034 lead was returned in segments, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the outer insulation was pulled apart due to overstress, all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.